Event description:
It was reported by repair work order that the headend lift was intermittent due the potentiometer and lift cable malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.